Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood/ hemolysis: the cause of hemolysis was unable to be determined due to insufficient clinical details and no product returned. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Hematuria noted during intensive care unit check in. Doctor elected to leave device in place overnight and assess for removal of the device. The device was later explanted the same day. Patient was in stable condition.